Manufacturer narrative:
H3 and h6: a philips field service engineer (fse) was dispatched to the customer¿s facility. The fse provided clarification that the piic failed to alarm and there was no data in the alarm review. After 08:25 hours on (B)(6) 2020, the piic alarm review began without receiving a red alarm. At 12:41 hours, the doctor found the patient had experienced a ventricular tachycardia (vtach), followed by a ventricular fibrillation. At about 15:00 hours, resuscitation began, but the patient expired. The fse checked the alarm review at the piic, but could not determine a cause of the failure to alarm. The alarm log was sent to a philips clinical specialist (cs) who received the information. The cs found alarms for its16 on (B)(6) 2020; there was a vtach alarm at 00:00:13, v tach at 13:23:29, and v tach at 22:47:10; an asystole alarm occurred at 08:25:29 on (B)(6) 2020. There was no product malfunction; this is considered a user issue, as the device was seen to have alarmed for a red vtach and asystole alarm, and there were also multiple "leads off" alarms. The logs indicate that red alarms sounds were activated from the multiple times ip to and including the time the resuscitation began. This information was provided to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no alarm was recorded at their philips intellivue information center (piic) after the patient developed ventricular fibrillation. It was noted the patient expired.